Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because main drawer 1 was not showing as closed. A field service engineer opened and closed the device, clearing the error. They visually inspected the back of the drawer and found nothing. There was no hardware errors. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer displayed "failed to stay closed" and unable to recover storage space, preventing users from accessing medications. The customer reported that the users were unable to issue the medication, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.